Event description:
Procedure performed: lap chole event description: hospital: [hospital] dr [name redacted] performed a laparoscopic cholecystectomy on a female patient. The endo clip misfired. Every second or third clip came out. Dr was able to complete the procedure with the device but it misfired a few times. Applied trocars was used. The duct was skeletonized before using the ca500 clip applier. It was not fired before entering the patient, the trigger was not tampered with before firing the first clip. He completed each actuation and let the device "reset" before firing the following clip. No harm was done to the patient. He fired the clip applier a few times, eventually every second or third clip came out, he was able to complete the procedure with one device but was concerned why this is happening especially if the duct started to bleed, he need a clip applier that does not misfire. He was using a grasper to skeletonize the duct. Information received from applied medical representative via email 13nov23: the duct did not bleed; this was a concern that the doctor had if the ca500 misfired again patient status: no harm was done intervention: he was able to complete the procedure with one device

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.